Event description:
The right ventricular (rv) lead was dislodged during attempted upgrade to biventricular pacing and was explanted and replaced. A decision was then made by the physician for the patient to have single chamber pacing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 429678 implantable pacing lead, implanted (B)(6) 2014; 5076-52 implantable pacing lead, implanted (B)(6) 2014; 407 645 implantable pacing lead, implanted (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.